Event description:
It was reported that while placing the bravo ph monitor the capsule did not attach to the pt's esophagus. The clinician noted that the suction was maintained for over 30 seconds. No serious injury to the pt was reported.